Manufacturer narrative:
Citation: lead author badenco, n. Article title: respective role of surface electrocardiogram and his bundle recordings to assess the risk of atrioventricular block after transcatheter aortic valve replacement journal title: international journal of cardiology 2017; dx.doi.org/10.1016/j.ijcard.2017. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding to assess the role of surface electrocardiogram and his bundle recordings to assess the risk of atrioventricular block after transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2013 and december 2014. The study population included 84 patients predominantly female; mean age 83 years, 56 of whom were implanted with medtronic corevalve (serial numbers not provided). Among all patients, adverse events included: av block resulting in permanent pacemaker implantation, left bundle branch block (lbbb), first degree av block, stroke, acute heart failure, multiple organ failure, syncope. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.